Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and open. There was no alleged device malfunction contributing to the irritation. The patient is in rehabilitation center and being treated for the skin irritation. Patient reported that the irritation is getting better.